Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The caller reported that at 2:00-3:00 pm she experienced elevated blood glucose levels of a nausea, vomiting, blurred vision, and was thirsty. She tested her blood glucose and received a result in the 320's mg/dl. The patient administered a correction bolus. At 5:00 pm she tested her blood glucose and received a result of 525 mg/dl. She stated she administered another correction bolus, and had her friend drive her to the hospital. She arrived at the hospital 30 minutes later and received a blood glucose result of 525 on the hospital's meter. The patient was diagnosed with diabetic ketoacidosis and was admitted into the hospital. The patient was disconnected from her infusion device and was treated with fast acting and long acting insulin via an IV. She was also treated with an IV of unknown fluids. The customer was discharged from the hospital around 4-5 pm tuesday, (B)(6) 2019, with a blood glucose result of 150 mg/dl.